Event description:
It was reported that an unspecified one-link extension set leaked during infusion. It was further described as, the tubing had separated at the top port . There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
. B5: update "one-link extension set" to "clearlink continu-flo solution set". D4 catalogue #: the set was most likely either 2c8537 or 2c8541. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the picture sample which identified the tubing was disconnected from the arm of one of the clearlink y-sites. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.